Manufacturer narrative:
(B)(4). Additional narrative: a root cause could not be determined. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "leak" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) folfusor lv 5 had leaked within the housing of the device during use. Roughly 5ml of medicine was estimated to have leaked. Solution was also noticed leaking in the bag the device was stored in. There is no report of patient injury or medical intervention. No additional information available.